Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona customized tts tracheostomy tube became detached from the tube. The patient's parents change out the trach tube with no reported adverse patient effects.